Event description:
Reported via patient careline. It was reported that there was a perforation. A left atrial appendage (laa) closure procedure was being performed. During the procedure, the patient reported that an artery was nicked and they started to bleed. The procedure was ended and the patient spent a few days recovering in the intensive care unit. There were no other complications or treatments that were reported to have occurred.